Manufacturer narrative:
The reported event of connections problem was confirmed. The device was above elective replacement indicator (eri). The ventricle setscrew was unable to tighten upon receipt. Analysis found the wrenches were being inserted off-center and at steep angles and caused stripping on the ventricle setscrew inset, this is consistent with user error, which resulted in the reported event. No device anomalies were found.

Event description:
During attempted implant, it was reported that the lead could not be inserted into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.